Manufacturer narrative:
The referenced scope was returned to the service center for evaluation. The service group found the pink colored coating of the probe unit at the distal end of the scope has a deep cut. Additionally, the reported leak was confirmed. A leak test found the scope leaking at the elevator channel inlet. There are excessive scratches on the bending section cover. The bending section cover adhesive was peeling. The protective boot below the control body was cut and the up / down control knob, movement was loose. The scope was repaired back to specification and returned to the customer. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The service center was informed by the customer that during reprocessing, the auxiliary of the evis exera ii ultrasound gastro-videoscope was leaking at the port. No patient involvement was reported.

Manufacturer narrative:
This supplemental report was submitted to provide additional information from customer and the original equipment manufacturer (OEM) for MDR# 8010047-2020-09416. The customer further confirmed the event occurred during reprocessing and the scope was reprocessed in medivators advantage. It was unknown if there were any visual deformation noted or any anomalies found during inspection. The original equipment manufacturer (OEM) performed a device history record review and no abnormalities were noted. An investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. Based on the investigation the OEM determined the reportable malfunction of the probe unit (ultrasonic transducer cover) has deep scratches/missing ultrasonic image/scratches on distal end which was due to damage caused by external force applied to the parts during transportation, storage, use, cleaning, etc. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: do not strike, hit, or drop the endoscope's distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope's distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient" and it is believed that compliance with this information would prevent this malfunction. Therefore, it is considered that this was caused by the handling of the user. Olympus will continue to monitor complaints for this device.